Manufacturer narrative:
An investigation has been initiated. We are currently waiting for additional information about the incident, the return of the device sample for evaluation. When the investigation is complete a final report will be submitted.

Event description:
It was reported that there was a rupture of the external part between the cuff and the y-part. After the start of dialysis bubbles were found in the lines and a short 4mm rupture of the material was found behind the cuff.